Event description:
It was reported that that far field oversensing and pmt episodes was present on this pacemaker. Technical services (ts) review of data noted that the atrial flutter response is programmed on, which caused some sinus beats and far field signals from the ventricle to be classified as atrial flutter. Post-ventricular atrial refractory period (pvarp) is long, and the programmed blanking after a ventricular signal is short, causing several signals to fall into blanking and refractory. Technical services (ts) recommended reprogramming options. This pacemaker remains in-service. No adverse patient effects were reported.